Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported during exchanging the peel away for a repositioning sheath the impella popped out of the ventricle, and when trying to cross the aortic valve the impella kinked. This impella placement was aborted and a new replacement impella was placed.

Manufacturer narrative:
The investigation into the positioning issue has been completed. The impella pump was returned for investigation. Per clinical review while exchanging the introducer with the repositioning sheath, the impella was inadvertently pulled out of the left ventricle. It was noted that the introducer was not fully removed from the body before it was peeled away. The clinicians attempted to reinsert the pump into the left ventricle, but the cannula kinked, preventing successful re-access. The data logs showed the "impella position in aorta" suddenly triggered, accompanied by aortic placement signal waveforms. A cannula kink was observed near the outflow cage of the returned pump. Otherwise, no damage or abnormalities were found. After reviewing the clinical information, it was determined that the cause of the positioning issues (and the subsequent cannula kink) was use related. Improper technique was used when removing the introducer and the impella is not indicated for wireless re-access per IFU 0048-9007. The cause of the positioning issue was due to improper technique by the end user. This report is being filed as part of a retrospective review of historical records.